Manufacturer narrative:
Age at time of event: late 70s. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04020. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. The 27mm watchman® laa closure device & delivery system (wds) was advanced through the watchman® access system (was) without issue. The watchman® laa closure device deployed smoothly; however, it was too proximal and a full recapture was required. The partial recapture went well, but then the anchors of the device became caught on the was/wds assembly. No kinks were observed on imaging. The physician pulled really hard and the was seemed to collapse on itself. Both devices were retracted with the implant partially recaptured, without injury to the patient. The procedure was not completed. There were no patient complications and the patient's status was fine. The patient was discharged the next day and will continue with medical therapy.